Event description:
PICC reported to have sheared fragment.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of revi0757 showed no other similar product complaint(s) from this lot number.